Event description:
Additional information received from the consumer reported that the patient was still looking to get the implantable neurostimulator (ins) replaced. It was noted that the patient was working with a manufacturer representative, but the patient could not remember the healthcare professional with whom he was working. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were three overdischarge events and the implantable neurostimulator (ins) needed to be replaced. The patient had met with a manufacturer's representative (rep) in (B)(6) 2015 and the rep told him it was his third strike. The patient had not charged because he did not use the ins very often and he would forget to charge it. The patient's healthcare provider (hcp) wanted to implant a non-rechargeable ins. There was poor communication and a reposition antenna screen. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that steps taken to resolve the third overdischarge included the patient was told to keep the implantable neurostimulator (ins) charged every day. The patient did not use the device/therapy daily or weekly; he used the device/therapy as needed. It was noted that the patient had been on a fishing boat 100 miles away from shore without a recharger, and it was his fault. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s managing healthcare professional referred the patient to another healthcare professional for battery replacement. It was noted that the patient did not have a scheduled surgery as of (B)(6) 2016. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.